Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A tech reported that a pt who had undergone lasik was diagnosed with trace dlk (diffuse lamellar keratitis) in the left eye at the one day post-op exam. Topical steroid drops were increased in frequency, the dlk has resolved, and the pt has finished the drop therapy.